Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that she was receiving a button error alarm. The customer stated that the pump got wet. The customer's blood glucose level was 16.9 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. No moisture damage noted on the electronics or motor. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.